Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021.

Event description:
The customer reported getting a constant c02 rebreathing alarm. The ventilator was in clinical use and no patient harm was reported. The customer spoke with a remote service engineer (rse) and advised no significant errors in the logs. The rse advised the customer to perform pvt to help diagnose the issue.

Manufacturer narrative:
The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator, and there was no delay to therapy or patient harm. The customer tested the ventilator for two days, was unable to duplicate the issue, and placed the unit back into service. The issue was considered resolved.